Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's generator had reached about 25% remaining after being implanted for a year. The device history record for the generator was reviewed and confirmed that the generator passed all quality inspections, including all electrical tests, prior to release for distribution. The programming and diagnostic history was reviewed and showed that the device had normal impedance values throughout the device history. No known surgical intervention has occurred to date and no further relevant information has been received to date.

Event description:
Decoded generator data was provided for review. No instances of high impedance were identified in the diagnostic and programming data. The total number of magnet stimulations and the total number of auto-stimulations as of (B)(6) 2016 were the following, respectively: 1,114 magnet, 2,476 auto-stimulation. The generator's battery voltage on (B)(6) 2016 was indicative of a 25% battery life indicator. No known surgical intervention has occurred to date.

Event description:
Additional information was received indicating that the generator had reached near end of service (neos) battery status. The patient's generator was later replaced. The device has not been received by the manufacturer to date.

Manufacturer narrative:
(B)(4).

Event description:
The generator was received by the manufacturer and product analysis was completed. During bench interrogation, the pulse disabled and end-of-service, or eos, warnings were set. The pulse disabled byte would not reset and, therefore, diagnostics and the final electrical test could not be performed. With the generator case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 1.77 v, which confirmed an eos condition. The pcba was subjected to a postburn electrical test with the battery removed and results showed that the pcba failed several electrical tests. Contaminates were observed on the trimmed edge of the pcba and were removed with sandpaper and isopropyl alcohol. The observed contaminates on the trimmed edge suggest probable electrical paths were established between the copper edges on the trimmed edge, contributing to the supply current and sensing conditions. The remaining residual material on the pcba edge after test tab removal process resulted in an increased current consumption during standby and pulsing modes.

Event description:
Additional information was obtained through analysis of other generators and data previously received which identified that the likely root cause of the premature battery depletion was due to conductive debris resulting in current leakage paths. This occurred during the laser-routing process during manufacturing.